Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200-250 mg/dl.